Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding patients with implantable neurostimulator (inss). It was reported that the manufacturer representative (rep) stated they had instances in the past where the ins wasn't pushed in all the way and the impedances were off. No patient symptoms were reported. No further complications were reported or anticipated.

Event description:
Additional information received from the rep reported that the issue occurred operatively where the doctor had not pushed the lead all the way in during the procedure. When impedances didn¿t clear in the or it was corrected and then impedances cleared. It did not effect the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.